Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by functional draw testing and the issue relating to leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode leakage, bd has issued a supplier corrective action request (scar) to the plunger stopper supplier due to the increase in complaint trends for this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ eclipse¿ arterial blood collection syringe, blood leaked into the piston of the syringe. There were no health impact or consequences reported.